Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 5076-45, lead; implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead showed rising/high threshold levels, as well as rising/high impedance levels. A lead fracture is suspected. Physician has chosen to keep the lead in use and continue monitoring. No patient complications have been reported as a result of this event.